Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault. User is not following instructions. Complete calibration not performed after downgrading the sw from a higher version to a lower one. The only calibration performed was o2 cell calibration on 27/02/2023.

Manufacturer narrative:
The suspect device has not been returned for evaluation. Customer provided logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us is showing 'o2 cal' after increasing fio2 to 100%. Furthermore, patient was transferred to alternative ventilation but no patient harm reported associated with the event.